Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 32-483760; vngd unv cr tib trl 79/83x10x10; lot#: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the initial tka, the poly broke while inserting the trial. All pieces were gathered after breakage.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Visual inspection of the returned trial confirms that the device is fractured. The device exhibits nicks and gouges indicated repeated signs of usage. Device history record (DHR) was reviewed and no discrepancies were found. The device was manufactured on september 26, 2013 and has therefore been in the field for approximately six years and two months. It is unknown for how many times the device has been used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.